Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The iris potentiometer was replaced. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a problem with the collimator. No patient injury was reported.